Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation stated that per information received from the field service engineer (fse), the device was working fine, thus, customer will not send the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the high flow insufflation unit insufflation was too slow. The reported issue occurred during a therapeutic laparoscopic hernia repair procedure. The procedure was however able to be completed with the same device with no delay. There was no patient/user harm or injury reported due to the event.